Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured during the initial surgical procedure. All pieces were removed.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Exhibits signs of repeated use (nicked or gouged) and is fractured, all pieces returned. The device has an estimated field age of 13 years. It's unknown how many times it had been used. Device history record was reviewed and no discrepancies were found. Medical records were not provided. As the instrument had been in the field for over 13 years, and the signs of repeated use, the root cause can be attributed to the wear and aging of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.